Manufacturer narrative:
Product ID 3889-33, lot# va0477x, implanted: 2013 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced loss of therapeutic effect from their implantable neurostimulator (ins). The patient stated they were ¿doing very well but I know I¿m not always supposed to feel it but I did try to get it up more and it was a little more uncomfortable¿ and now it felt like was not working as good in the daytime as it was at night. The patient did not feel the stimulation now but described the ¿shocking pain¿ when they turned the stimulation up. It was also noted that the patient had a shocking sensation and did not feel that they were emptying out their bladder. It was reported that these issues began about 3 months ago. The patient stated that their doctor had them on vesicare and told them that they did ¿very well¿ with the medication and the ¿stimulation¿ but that when they went off the vesicare (about 3-4 months ago) it ¿did not seem to be working as good¿. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent.